Manufacturer narrative:
(B)(4). The lot was manufactured july 5 - 6, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 0.9% normal saline solution and 4.2 g fluorouracil to a total fill volume of 230ml. The reporter stated that the expected therapy time was 46 hours; however, the device completed infusion in 66.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.